Event description:
It was reported, the patient experienced a loss of therapeutic effect and had been experiencing ¿more intense¿ gastroparesis symptoms. The patient went to the hospital regarding the symptoms from (B)(6) 2014. Since the patient went home after the visit, they had been unable to eat or feel better. The patient was then admitted to the hospital again on 2014 (B)(6) and was still in the hospital at the time of the call. It was thought that the battery may have run out since they have had it for four years. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).